Event description:
Two occipital screws were found on x-ray to have backed / pulled out. As a result a revision was performed. As surgical intervention occurred an med is being filed to document this event.

Manufacturer narrative:
No definitive conclusions can be made at this time. There is no connection that can be made between the reported events and any shortcoming of the depuy spine products at this time. The summit si occipital fixation system is technique sensitive. Patient selection as well as use of the proper system / hardware to build the construct is critical to achieving stable fixation. Screw back out / loosening are listed as possible adverse outcomes in the instructions for use (IFU) supplied with the device.